Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on january 22, 2025, with lot number 3641698. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. As per the investigation procedure, observed an opening assessed as surgical damage. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a capsular contracture baker grade unknown. Later, healthcare professional confirmed baker "grade IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued: a.4.: weight: 72.6 kg. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, a capsular contracture, baker grade unknown. Later, healthcare professional confirmed, baker "grade IV". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.